Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported, left side seroma and "bubbles". Device has been explanted.

Manufacturer narrative:
Corrected device evaluation: based on the product analysis performed, the assessments of the complaint code are: ¿ bubbles: no observed ¿ seroma: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure one opening was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side seroma and "bubbles". Device has been explanted.

Event description:
Healthcare professional reported left side seroma and "bubbles". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint code are: rupture: observed an opening device assessed as surgical damage. No additional observations performed on the device. No further actions are required.